Event description:
It was reported that the patient received inappropriate atp (anti-tachycardia pacing) therapy for an atrially driven episode. The de vice remains in use. No patient complications have been reported as a result of this event.